Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented to his routine clinic visit on (B)(6) 2017. The patient reported that he had felt lightheaded and had fallen at home on (B)(6) 2017. His family had assumed that he was alright since he had only had a large bruise on his shoulder. The patient was noted to be neurologically intact and was hemodynamically stable. As a precaution, a head computerized tomography (CT) scan was done and this revealed an intracerebral hematoma. At the time of the event, the patient was taking aspirin and coumadin. The patient was seen by the neurosurgical team who started the patient on intravenous nicardipine to maintain the patient's mean arterial pressure below 80mmhg with plans to reverse the patient's anticoagulation since they believed that the acute bleed was related to the patient's fall. They also ordered serial CT scans to follow the progress of the hematoma. The patient remains in the intensive care unit as of the date of this report. The patient's medical is unable to confirm whether the event was related to a device issue, dehydration or another medical condition at this time.

Manufacturer narrative:
Additional information received indicates that the patient's hematoma was initially treated with a transfusion to reverse the effects of his anticoagulation therapy. The patient's hematoma stabilized and did not grow in size when compared to the initial computerized tomography (CT) scans. The patient's anticoagulation medications were eventually re-started. As of the date of this report, the patient was transferred to the regular ward with plans to discharge him once his international normalized ratio (inr) was within the therapeutic range. The patient is reported to have not developed any neurological symptoms during his hospital stay. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.